Event description:
It was reported that customer experienced malfunction alarm 16-0x20e6, which occurred when pump started and prevented access to pump, although pump powered on, charged, and was recognized by computer. There was no reported adverse impact to the customer¿s blood glucose level. Customer¿s pump was planned for return to distributor for investigation, and replacement pump with different serial number was arranged, while no further information about additional actions or outcomes was available at time of report.